Event description:
Customer reported an over infusion of heparin in the cardiac cath lab. Rate was to be at 22ml/hr and it was reported that the drips appeared to be faster. Biomed got the device and found that the top hinge of the platen is broken. He could not replicate an over infusion. Device will be returned with the pc unit for investigation. Add'l info provided by the customer: pump was started at 0913 at a rate of 1300 units/hr; first act (activated clotting time) taken at 0931 with a result of 361 seconds; second act taken at 1006 with results of 705 seconds; heparin drip decreased to 1100 units/hr, redraw act result 999 seconds; heparin drip was stopped. Pt was given protamine. Last act was at 1206 with a result of 186 seconds. No add'l pt or event info is available.

Manufacturer narrative:
(B)(4). The devices have been rec'd and the eval is pending. A f/u report will be submitted with results of the failure investigation once it has been completed.